Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The oxygen blending module board was also investigated by the manufacturer's quality assurance laboratory and found the board to operate to design specifications.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's oxygen blending module manifold was replaced to address the issue.